Manufacturer narrative:
The device was received. The investigation is not complete. A follow up report will be submitted with all additional relevant information. The additional devices referenced filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) (91210u122) was advanced to the mitral valve and grasping attempted however the posterior gripper arm did not lower. The clip was not implanted and the cds removed. The steerable guide catheter (sgc) had to be replaced as the tip was damaged. During preparation of the ntr cds (90503u120), the clip could not be opened again after establishing final arm angle (efaa). The device was not used. A third cds was used (90422u162), however after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). No treatment was performed for the slda and the procedure aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. During retraction, the clip (91210u122) could not be retracted into the steerable guide catheter (sgc). Return device analysis noted the clip was detached from the clip delivery system (cds). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported difficult to remove cds from sgc was related to user technique and/or procedural conditions. The observed broken gripper line, broken lock line, material separation (clip), bent harness, bent l-lock tabs and bent frictional elements on one gripper arm appear to be cascading effects of the reported difficult to remove cds from sgc as the clip arms were not completely closed and it got caught on the guide during the retraction. A definite cause for the reported gripper actuation issue cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.